Manufacturer narrative:
Device evaluation summary: during evaluation of the device some creases were observed on anterior and posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The device manufacture date is after the reported implantation date. If additional information received regarding the correct implantation date or lot number, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 9/17/2019 indicated the date of implantation is unknown as the procedure was performed at another facility. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal and replacement with mentor memoryshape breast implants 430cc, catalog number 3341204, serial number (B)(4), lot number 7575460 (r) and serial number (B)(4), lot number 7582796 (l) on (B)(6) 2019.